Event description:
Report received form (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of noisy was confirmed. Reliability engineering evaluated the device and determined that the unit had a cut/tear in the hose, likely caused by mishandling. In addition, the motor exhibited damage to the locking mechanism that was consistent with power braking. The damaged components likely caused the reported noise. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. If additional information is received, a supplemental report will be sent. (B)(4).